Event description:
As reported to the edwards lifesciences field clinical specialist, 2 days after a transfemoral tavr procedure the patient had a major stroke. The patient passed away 2 days later.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
According to information provided by the implanting physician, the initial tavr procedure date was delayed because the patient suffered a mechanical fall with an intracranial subdural bleed and it was decided to defer intra-procedural anticoagulation. The patient was then ¿cleared¿ by neurosurgery and admitted the day prior to the scheduled tavr procedure for decompensated chf and renal failure. There was no further optimization felt to be helpful given absent room to manage the chf and renal failure without addressing the aortic stenosis. The patient was treated urgently with tavr and the procedure was uneventful. Post-procedurally, the patient did not regain neurologic status and had progressive renal failure for which dialysis was initiated. A CT and MRI were performed and reported ¿infarcts involving the right occipital lobe and cerebellum¿ and "extensive widespread acute infarction is seen involving cerebral and cerebellar hemisphere". Neurology suggested a very poor prognosis and the family opted for palliative care. The patient passed away 4 days after the tavr procedure with the reported cause of death noted as stroke and renal failure. Upon review, the physician felt that the stroke may have been caused by 'showering' of significant aortic arch atheromatous disease on crossing the aortic arch from transfemoral approach. There was no allegation or indication of a delivery system malfunction.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Multiple attempts were made to obtain additional information related to this case but the medical records requested of the facility have not been received. There is insufficient information to determine the exact cause of the stroke. In this case, patient risk factors (aortic stenosis, elderly female patient) and the tavr procedure itself may have caused or contributed to the stroke. The documented cause of death is not available at this time however the death occurred within two days of the stroke and is likely related. There was no allegation or indication of device malfunction. In this case, it appears that the valve remained implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.